Event description:
It was reported that at a routine follow up post device replacement, the right ventricular lead was found to have an increase in threshold which is now high. The lead is still in use and a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on 26-jun-2012 21:00:13. Programmer s2d data file 27153629 shows one alert event for "rv bipolar lead impedance > 3000 ohms" on 26-jun-2012 21:00:13.